Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) went from mol2 to end of life in four months. The device paced 25%, there were no episodes, and the outputs were not programmed high. The device was implnated three years. It will be returned for analysis.